Event description:
It was reported that during attempted implant of the right ventricular (rv) lead impedance measurement were high. Therefore the lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The helix/lobe was distorted/bent, and the lead appeared to have been damaged at implant.